Event description:
When dr. (B)(6) ejected the malyugin into the patient's eye; the rings were bent. He immediately removed the malyugin from the patient's eye and another was opened. No harm to the patient.